Event description:
It was reported that the bronchovideoscope¿had¿no image sporadically.¿the issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected: a2, a4, a5, a6, b5, b6, b7 updated: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to the insertion part charge coupled device (ccd) broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image sporadically. The issue occurred during set up. There were no reports of patient harm.